Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the time does not hold when the time is corrected for daylight savings time; the time reportedly will go back to the old time, and therefore the time is an hour off for about half the year. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/14/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/27/2013 with the following findings:a review of the pump¿s history showed a time and date reset to factory default after a reboot. During evaluation, a time keeping accuracy test was performed and the pump was found to be keeping time accurately. The complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.